Event description:
A healthcare professional reported that, during an intraocular lens (iol) implantation procedure, the lens was damaged from the injector during the testing period. It was reported that the ophthalmologist was unsure whether the issue was related to the injector, folding process, or cartridge.three medical device reports were associated with this complaint, and this report was 2 of 3. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.